Manufacturer narrative:
Suspect medical device: reservoir: (B)(4); batch/lot # 464206005; exp date 08/30/2008.

Event description:
It was reported that following the implantation of an ams700 inflatable penile prosthesis (ipp), the patient experienced a lack of rigidity and occasional times when the inflate pump remained flat. The physician observed the left cylinder was enlarged and bulging and had possibly migrated or eroded. Upon explanation of the device, a midshaft aneurysm of the left cylinder and there was no-to-minimal fluid loss was identified. The physician postulated that the aneurysm diverted enough fluid to give the impression of fluid loss. A migration/erosion was not identified. The corporal bodies were re-dilated and a 21cm x 12mm cx ipp was implanted.